Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a scarred femoral artery using a prostar xl device. The device was back-loaded over a guide wire into an 8-french sized access site. Reportedly, while holding the device at a 45-degree angle during needle deployment, the handle was pulled to deploy the needles, but the needles tips did not emerge at the top of the hub as expected. The device was removed over a guide wire and a second prostar xl device was used to achieve hemostasis. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. Upon completion of the (tavi) procedure, the sutures were used to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be established in the use of the pre-close technique and was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis was limited as the needles and sutures were not returned. The reported needles failing to deploy was not confirmed; there was no failure or damage observed on the returned device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.